Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys ferritin result for 1 patient sample on a cobas e 411 analyzer (rack system). The initial result was 0.50 ng/ml with a data flag. The repeated result was 18.29 ng/ml, which was considered to be correct.

Manufacturer narrative:
The provided calibration data was outdated from (B)(6) 2025. The investigation found the instrument's software was also outdated, and the current version was not being used. The investigation found the customer used 90 mm x 13 mm sample tubes. This tube type is not specified for use on the alleged instrument. Product labeling indicates the following sample tube times are acceptable for this instrument: 13 x 75 mm, 16 x 75 mm, 13 x 100 mm, and 16 x 100 mm. The investigation determined the issue was consistent with a pre-analytical handling issue. The investigation did not identify a product problem.